Manufacturer narrative:
The technician replaced the head brake caster to resolve the issue.

Event description:
The technician alleged the head brake caster was not holding the bed securely. No patient impact.